Event description:
Pt incurred a proximal ulnar comminuted fracture in 12/96. Fracture was plated with a dc plate and appropiate screws, as well as tension band wiring of the proximal olecranon fracture in the left olecranon. She now had very prominent symptomatic tension band wires. Pt admitted for removal of bands but will retain plates.